Event description:
Patient was able to manipulate the plastic box (pca pump lock box) to bypass the metal lock to open the door. These boxes were showing signs of wear and plastic degradation. We found new boxes required much more force to manipulate; however we were still able to defeat the locking mechanism. Manufacturer response for cadd solis pca pump lockbox, cadd solis pca pump lockbox (per site reporter). We are working with the manufacturer. We will be sending the pca lock box for investigation.